Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that, due to a hypoglycemic event, during which bg/cgm was 21/140 mg/dl, he became unconscious and paramedics were called and had to treat with d50. Pt was hospitalized and ended up having his gallbladder removed due to gangrene. During his call to dexcom technical support, pt had been released from hosp and was at home recovering from his gallbladder removal surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.